Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 2 resolute onyx were implanted in the rca. Two euphora and one nc euphora ptca balloons were also used during the index procedure. Approximately one day post index procedure, patient's cardio biomarker were elevated. Cec adjudicated the event as target vessel mi involving the rca. Investigator and safety assessed that the event was not related to antiplatelet medication but possibly related to index device. Patient recovered.